Event description:
N/a.

Manufacturer narrative:
The padgett was returned for evaluation. Device history record (DHR) - shows no abnormalities related to the reported failure. Failure analysis - received hand piece s-1588 with power supply s-1590. Also received the cord set (dermatome and wall), guard, and width clip set (2¿, 3¿, 4¿). The wall cord was a non-OEM cord, no visible damage found on the cord, the power supply was tested with the end-user cord and the OEM test station cord. All components were found intact and in good working condition. Overall, the dermatome showed normal wear for 7 months in service, the motor has some minor corrosion on the bottom plate, but this damage was noted on previous repairs and has not affected power in the past. Previous repairs found the motor power between .09 and .11 with resistance. Currently the motor tested at .09 assembled and .03 without resistance. Root cause - after reviewing the test results, it is likely a combination of the sticker on the width clip and a loss of motor power caused the dermatome to short out or shut off.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch number: (B)(4). A facility reported that after confirming the dermatome was working correctly; upon applying the first pressure to take the graft, the dermatome hand piece turned off. The surgeon stopped using the equipment and got a new one. They got a new hand piece and although the dermatome box light did not turn green, they successfully took two skin grafts. The site of the first pressure had to be sutured. No additional information is available.